Manufacturer narrative:
The unit had a radio frequency failed self-test error alarm during the self-test and a lost sensor alarm due to a faulty y1 on the radio frequency board. The unit had normal operating currents and no unexpected off no power, low battery, or bad battery alarms. The unit passed the displacement test and had no unexpected low reservoir alarm. The unit had a minor scratched lcd window.

Event description:
The customer called in to report a radio frequency failed self-test alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.